Manufacturer narrative:
G4 - premarket / 510(k) #: k141150, k162350.

Event description:
It was reported that a balloon rupture occurred. A 6.0mmx100mmx150cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon second inflation at 8 atmospheres for 60 seconds. The device was removed without any problem using the normal method without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.